Manufacturer narrative:
(B)(4). Batch # 405a29. Investigation summary: a video along with the device was returned for evaluation. This is an analysis of a video submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the video shows a device in the hands of the user with a battery loaded and the door removed and the override lever was up. At the 0:06 mark, the closure trigger is closed and at the 0:09 mark, the closure trigger is open without difficulties. At the 0:25 mark, the jaws can be seen in the open position with no reload loaded. The override lever condition denotes that the knife was manually returned to the home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Based on the photo the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with no apparent damage and with no reload present. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the pcb board to be damaged. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch

Event description:
It was reported that the scrub nurse setup the stapler as requested by hcp and passed to the surgeon after placing the stapler jaw on the position on the tissue, hcp tried to fire but no response from the stapler stapler was passed back to the scrub nurse and scrub nurse tried to troubleshoot it by rotating the battery suspecting it might be a connection issue after re-connecting the battery, there is still no response on the stapler when the dr tried to fire the second time scrub nurse then took it back and tried to troubleshoot it again by re-connecting the battery and ultimately open the 'manual overwrite' to open the jaw new stapler was open to continue the surgery kindly watch attached video submitted to the rep. No patient consequences reported. No further information is available.